Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that when the stimulation was turned on, the muscle of the patient's left arm became the size of a tennis ball and was severely bruised the next day. The patient was in the emergency room (ER) and was told by a physician that the patient's left bicep had detached from the bone and that it was caused by the stimulator. Database analysis revealed no anomalies. The stimulation was now at very low amplitude. The physician had no further course of action.

Manufacturer narrative:
Additional information was received that the physician did not believe that muscular issue was device related. The patient also had toe curling which was also believed to be non-device related.

Event description:
A report was received that when the stimulation was turned on, the muscle of the patient's left arm became the size of a tennis ball and was severely bruised the next day. The patient was in the emergency room (ER) and was told by a physician that the patient's left bicep had detached from the bone and that it was caused by the stimulator. Database analysis revealed no anomalies. The stimulation was now at very low amplitude. The physician had no further course of action.